Manufacturer narrative:
Device evaluation: 1 x spsof-5-5 of unknown lot number were not returned to cirl for evaluation. Lab evaluation: n/a. Image review: n/a. Standard information requested as to the complaint device once as per dev # (B)(4) (ref (B)(4)_additional information). Documents review including IFU review: prior to distribution all spsof-5-5 devices are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for the spsof-5-5 device cannot be carried out as lot number is unknown. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0055-4: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information provided a 0.025" wire guide was used. Summary: complaint is confirmed based on the customer¿s testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up is being submitted due to the completion of the investigation. The doctor wanted to insert the spsof-5-5 into the p-duct to prevent pancreatitis. During the process of passing the stent through the wire (visi2, .025, straight), the pigtail section of the stent was bent. So the wire did not pass and they had to use another stent.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the sps of-5-5 into the p-duct to prevent pancreatitis. During the process of passing the stent through the wire (visi2, .025, straight), the pigtail section of the stent was bent. So the wire did not pass and they had to use another stent.